Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a blood back event. There was no patient harm or adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and verified the reported issue and observed blood in the patient interface module an safety disk. The stm replaced the pneumatic module assembly (0997-00-1178) and safety disk and completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).